Event description:
It was reported that during the osseotomy procedure, the locking drill extender fractured (implant site number unknown). There was no patient intervention or adverse effects. The customer does not know the lot number.

Manufacturer narrative:
Visual examination of the returned part confirms the drill extender is broken. The most probable cause of the reported issue is corrosion, and normal wear and tear. The device was used at least (30) times. Keystone dental inc. Also determined that this customer purchased the device in march or july of 2008. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Further, that drills should be replaced after approximately twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. It is concluded that keystone dental labeling instructions on how the product may be used safely to avoid this event. (B)(4).